Event description:
It was reported that the bd luer-lok¿ syringe scale markings were misaligned. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation: two photos were provided for evaluation. One photo shows the packing blister and the other photo shows the syringe with skewed scaled print, therefore failure mode is verified. Skewed print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
For devices without 510(k) numbers: PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. (B)(6).

Event description:
It was reported that the bd luer-lok¿ syringe scale markings were misaligned. There was no report of exposure, injury, or medical intervention.